Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, approximately 10 years post transfemoral tavr procedure with a 26 mm sapien xt valve, the valve is failing due to regurgitation. The patient was treated with a 26 mm sapien 3 ultra resilia valve in a valve-in-valve procedure. No patient complications were reported.

Manufacturer narrative:
Correction to b5 and h6 based on additional evaluation. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event for central leak was confirmed based on the medical record. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the instructions for use revealed no deficiencies. During the manufacturing process, all sapien xt valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Due to limited information was provided, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
It was initially reported by the field clinical specialist, that approximately 10 years post transfemoral tavr procedure with a 26 mm sapien xt valve, the valve is failing due to regurgitation. The patient was treated with a 26 mm sapien 3 ultra resilia valve in a valve-in-valve procedure. No patient complications were reported. Per additional information received from the valve clinic coordinator, there were no allegations that any of the edwards devices were deficient in any way. The symptoms the patient was presenting was progressively worsening dyspnea on exertion, chest pain and tiredness. Results of an echocardiogram done 9 years and 11 months post tavr noted no prosthetic valve stenosis, mean gradient of 13mmhg, prosthetic valve leaflet prolapse was noted leading to an eccentric jet of aortic regurgitation. Severe aortic regurgitation and mild paravalvular leak were present.